Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A pericardial effusion occurred at the end of the atrial fibrillation ablation procedure. The patient became hypotensive at the end of the procedure and an echocardiogram revealed an effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issued with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.